Event description:
According to a laantern adverse event form, it was reported that a patient experienced symptomatic cerebral edema in the area of ablation. The patient was hospitalized on (B)(6) 2023, received steroid treatment, and was discharged on (B)(6) 2023.

Manufacturer narrative:
Edema is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.